Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump issued a restart alert that the user initially resolved, and later displayed restart alert 38 for consecutive stalled motor with an additional unable to proceed alert during a dry run prior to fill tubing; blood glucose was unaffected, battery level was at least 75 percent, and the user was instructed on shutdown, data sync to the mobile app, and that startup on a replacement would be required. Symptoms included no reported clinical effects. Outcomes included no impact on blood glucose and continued use of cgm. Investigation included remote troubleshooting and arrangement for device replacement with return of the original unit for further assessment. Investigation of this device revealed a device malfunction consistent with a motor stall condition within the pump mechanism. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.